Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was able to feel stimulation on the right side but not the left. When switching to program 2 and increase stimulation, the patient felt stimulation still on the right side and not the left. It was stated that approximately two months prior to the report the patient had had a heart surgery and had not been able to feel stimulation since then. It was stated that adjusting stimulation so the patient could feel it on the left had been performed in the past but it had not worked. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type :lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).